Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a successful procedure on (B)(6), 2007 as a part of a (B)(4) to treat benign prostatic hyperplasia (bph). During a postoperative visit on (B)(6), 2011, the subject developed prostatitis, which was treated with medication. On (B)(6) 2011, the event was reported as resolved without residual effects. Follow up with the complainant revealed levaquin 500 mg was given for the prostatitis.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a successful procedure on (B)(6), 2007 as a part of a (B)(4) to treat benign prostatic hyperplasia (bph). During a postoperative visit on (B)(6), 2011, the subject developed prostatitis, which was treated with medication. On (B)(6), 2011, the event was reported as resolved without residual effects. Follow up with the complainant revealed levaquin 500 mg was given for the prostatitis.